Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to pelvic organ prolapse, third-degree cystocele, third-degree uterine prolapse and second-degree rectocele along with concurrent total vaginal hysterectomy, anterior colporrhaphy and sacrospinous ligament fixation for prolapse of the vagina.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2009 due to vaginal repair graft exposure. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, bleeding and urinary problems.